Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a healthcare professional (hcp), regarding a patient receiving morphine (15 mg/ml, 2 mg/day) via an implantable pump for non-malignant pain. It was reported the hcp was "having problem with a pump or two" and "all of a sudden, in the last year or so, they are getting occasional pocket fills". The hcp stated they were taking precautions with his staff to minimize pocket fills. The hcp stated that at the patient's last refill on (B)(6) 2021, he expected 11.8 ml and aspirated 9 ml. The hcp stated that the patient had some unusual feelings after their pump refill. The hcp stated that they brought the patient back this morning and 9 ml in the pump and aspirated 8 ml. The hcp stated that the patient had a dye study and nothing abnormal was found. Tech support explained that this does not sound like a pocket fill or any issues with the system. Tech support educated the hcp on flow rate accuracy. The hcp "agreed that there does not sound like there is any pump issue".